Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from Technical Support, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 15 Pro Max / 2.9.1 / iOS 26.1.